Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated prior to use. There was no patient or staff impact. On follow-up, it was reported that the overheating was sudden in less than a minute at the beginning of the surgical procedure.

Manufacturer narrative:
Product analysis: could not verify customer complaint of excessive heat. Performed pre-temperature test and after 1 minute temperature was rear 79.0, middle 75.9, and nose 79.5. Disassembled housing and found bearings corroded, cleaning brush stuck in housing, and cable kinked. Replaced cable, bearings, and removed cleaning brush. Drill was repaired, cleaned, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.